Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the error code was due to a faulty motherboard. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video processor exhibited an e116 scope communication error code with an image. It is unknown when the issue was found, and no procedural information has been provided at this time. There were no reports of delays or patient harm.